Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralight st(device#1) may have caused or contributed to the reported event. The cause of the patient postoperative complications cannot be determined at this time. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Information is limited. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralight st(device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol phasix. Not returned.

Event description:
The following was alleged by the patient's attorney: the patient was diagnosed with a ventral hernia in early 2015. On (B)(6) 2015: the patient underwent laparoscopic abdominal wall hernia repair with a bard ventralight st(device #1). At some time following the implant of the ventralight st (device #1) the patient experienced chronic abdominal pain and multiple abdominal wall recurrent hernias. On (B)(6) 2016: the patient underwent a second surgery to repair the recurrent abdominal wall hernias, during which the ventralight st(device #1)was found creating a pseudohernia at the apex of the incision; however, a large direct through the abdominal wall defect inferior to an old mesh was present in the midline and two hernias were present as well. The ventralight st(device #1) was not removed, but rather the recurrent hernia was repaired by implanting a second mesh device on top of the entire repair after imbricating the evert portion of superior aspect of the incision where the preexistent ventralight mesh had prolapsed into the subcutaneous position creating a pseudohernia. Patient received an implantation of a bard phasix patient has experienced significant physical pain and suffering and mental anguish, has sustained permanent injury, has undergone medical treatment and will likely undergo further medical treatment and procedures, and other damages. The patient was caused and in the future will be caused to suffer severe personal injuries, pain and suffering. Patient has experienced physical and mental pain and suffering, and has sustained permanent injury. The patient has undergone medical treatment and/or corrective surgery and hospitalization. The ventralight st(device #1) was defective.